Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the spike port. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between: july 06, 2018 and july 08, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and it was noted that there was leakage at the spike port cap from the spike port. The reported condition was verified. The cause of the reported condition was undetermined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.